Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer performed a weekly maintenance and noticed the reaction tray wash unit (wud) line 3 was dripping. The customer cleared the potential blockage and the wud line 3 appeared to aspirate successfully with no leaks. The customer ran quality control (qc) after troubleshooting and the results were within range. The customer performed precision testing, which passed. The cause of the discordant, falsely elevated ca result on one patient sample was due to a blocked wud. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated calcium (ca) result was obtained on one patient sample on an advia 2400 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on an alternate advia 2400 instrument (serial number (B)(4)), resulting lower. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ca result.